Event description:
It was reported that after a da vinci-assisted procedure to remove multiple polyps, the patient experienced numbness, weakness, tingling, and pain in both arms. The procedure lasted 13-15 hours with the patient in the trendelenburg position. The patient is still experiencing the reported neurological problems two years post-operation. Follow-up for additional information cannot be performed as there is no indication of what hospital/site this procedure was performed at, and the contact information of the person who submitted this medwatch was not provided.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial number, surgeon name): site history, event verification, system/instrument log review. On (B)(6) 2023, intuitive surgical, inc. (Isi) received mw5115024 stating: "underwent colectomy surgery to remove a few polyps at (B)(6) in (B)(6), missouri. The surgeon used a davinci robot to complete surgery. Surgery lasted 13-15 hours. Have had neurological problems in both arms since surgery (numbness/weakness/tingling/pain). The neurological problems continue today. The use of the robot required the operating room table to be positioned in a trendelenburg position for an extended amount of time." This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted procedure to remove multiple polyps, the patient experienced numbness, weakness, tingling, and pain in both arms. The describes symptoms reportedly have lasted two years. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.